Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a possible transmitter error. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 04/27/2016 and did not confirm the reported possible transmitter error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not confirm the reported event of a possible transmitter error. The root cause was could not be determined.